Manufacturer narrative:
Manufacturers investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had a cerebrovascular accident (cva) after being found to have right side weakness. A computed tomography (CT) scan did not confirm an embolic event but residuals were clear. The stroke was later confirmed to be embolic/ischemic. There was a known mural thrombus prior to implant that appeared to be the source. The patient was given supportive care and rehabilitation would start when appropriate, however the patient expired on (B)(6) 2019.